Event description:
It was reported that the lead was attempted/ not used due to possible defect. Follow-up with the clinic determined no further information about the event was available. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based solely on the receipt of a 3500a report. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Analysis noted all conductors were distorted and the distal conductor contained blood/body fluid but was not obstructed. It was also observed that the outer insulation was breached cut and the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Analysis noted all conductors were distorted and the distal conductor contained blood/body fluid but was not obstructed. It was also observed that the outer insulation was breached cut and the lead was damaged at implant.